Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es respiratory therapist was unable to access a medication (inhaler). There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to access medication. The technical support specialist found out other security groups were loaded in that same drawer and the respiratory could not remove "non-controlled" medications which were loaded in drawer. This caused the system to prevent users from removing the medication and further users were unable to access the content of the drawer due to missing privileges. The system functioned as intended after troubleshot by the technical support specialist.